Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. Reportedly, the patient found that the battery compartment was cracked. The patient reported that the battery cap was undamaged, there was no evidence of moisture or corrosion in the pump and there was no power loss. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/01/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/16/2014 with the following findings: visual inspection of the pump found some cosmetic damages. The battery compartment was cracked from the threads to the case seal. On investigation, the pump powered up with the appropriate audible and vibratory functions. All the buttons responded properly. Unrelated to the casing issue, it was observed that the verify screen was dim and discolored.